Event description:
Boston scientific received information that during a follow up it was noted that the left ventricular thresholds were high. A microdislodgement was suspected. The device was reprogrammed and the pacing thresholds appeared to be within normal range. No adverse patient effects were reported. This lead remains implanted.

Manufacturer narrative:
Should additional information become available this investigation will be updated.